Manufacturer narrative:
(B)(4). A philips field service engineer (fse) went onsite to complete performance testing and to gather logs files. The bedside and central station devices were tested and provided alarms both audibly and visually for ECG and sp02 simulations. The logs were reviewed and show that a brady alarm occurred at 15:08:09 and was silenced 2 seconds later. A desat alarm occurred at 15:08:40 which was then suspended 3 seconds later. No malfunction occurred. Alarms were silenced and suspended within seconds of occurring. Device labeling (instructions for use) adequately describes alarm behavior when acknowledging alarms. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that there was a failure to alarm during a desat event. The patient required emergent care.